Manufacturer narrative:
Concomitant products: 4968-25 lead implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses. It was also reported that the right atrial (ra) lead exhibited no capture. The ra lead remains in use. No patient complications have been reported as a result of this event.